Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was leaking the following information was received by the initial reporter with the following verbatim: the fourth issue (B)(6) 2024 pt receiving continuous chemo. Pt got up and noticed his arm was wet. Per nightshift cn chemo was leaking through the micron filter. Chemo did get on the pt's arm. He washed his arm thoroughly and we are monitoring.

Manufacturer narrative:
Investigation results: it was reported that there was a leakage. One photo was taken by the customer. The photo does not confirm the failure. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.